Manufacturer narrative:
The product remains implanted and will not be returned for evaluation. This is the final report.

Event description:
The pt was admitted to the ICU for observation after the implant surgery. The pt was having difficulty coming out of the anesthesia and pt's breathing was sporadic. The pt has since been released.